Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted in the patient (unknown patient identifier, age, and weight). According to the complainant, when removing stent from the patient, a tear was noted in the stent at the bladder coil. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted in the patient (unknown patient identifier, age, and weight). According to the complainant, when removing stent from the patient, a tear was noted in the stent at the bladder coil. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device was reported to be removed from the patient in one piece.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted in the patient (unknown patient identifier, age, and weight). According to the complainant, when removing stent from the patient, a tear was noted in the stent at the bladder coil. The patient was reported to be "fine" at the conclusion of the procedure.